Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the device was not sensing, it was tested by running the "sense amp test" through the range of all settings and all passed. In the log it was noted that eight stuck buttons were detected and eight recovered, indicating the device functioned correctly. It was noted that the output connector assembly was broken. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator (epg) was not sensing. The epg was returned for warranty repair. No patient complications have been reported as a result of this event.